Manufacturer narrative:
Corrected data: the date of implant is (B)(6) 2015. Device evaluation: the intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye revealed that the lens was cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no non-conformances with respect to the sterilization process. There were no associated nonconformity material reports, deviations or non-conformances. There were no environmental monitoring related non-conformances within the timeframe when the production order was manufactured. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was explanted from the patient's eye in a secondary procedure due to astigmatism and exchanged for a tecnis toric lens. No complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.